Event description:
It was reported that the atrial lead had pulled back, causing loss of capture, loss of sensing and -a little- noise. The lead was successfully repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The lead was explanted rather than repositioned.

Event description:
The pt received her scs sys, including a percutaneous lead and an ipg, on (B)(6) 2009. It was reported the sys was explanted and not replaced as the ipg implant site was causing discomfort to the pt. The explanted ipg was returned to the MFR for analysis. F/u on the pt found no further issues reported.